Event description:
A report was rec'd that the pt elected to explant the precision system because the ipg was too big and uncomfortable to tolerate. No further info is available.

Manufacturer narrative:
The explanted materials will not be returned for eval. This is the final report.